Manufacturer narrative:
One opened 23 ga trocar cannula/hub assembly on a infusion cannula and two cannula/hub assemblies loose in a specimen container were received for the report of trocar leaking. The returned samples #2 and #3 were visually inspected and were found to be non-conforming with damage to the septum. Leak testing could not be performed due to the damage of the sample. Sample #1 was found non-conforming for a septum that is not closed completely (overlapping). Sample #1 was functionally tested and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample 1 was found to be functionally conforming. However, the exact root cause for this complaint is unknown; the damaged condition of the valve on samples 2 and 3 could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that one of the valved trocars leaked during a procedure of the right eye. The procedure was completed without medical intervention. There is no patient harm.